Manufacturer narrative:
The autopulse platform was evaluated and serviced in the field by zoll technical service. The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the functional testing. The fault was found to be due to the defective processor board. Visual inspection was performed and no physical damages were observed. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on, thus confirming the reported complaint. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During the device check, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No patient was involved.